Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic radial ultrasound bronchoscopy, biopsy tissue sampling, and bronchoalveolar lavage, the nurse observed resistance when the syringe was inserted into the biopsy valve to administer lignocaine. A small piece of item, potentially a part of the slit of the biopsy valve, was found inside the patient's lung through the endoview. The small item was retrieved, and the case was aborted to ensure patient safety. The patient was then sent for further scanning to ensure no other foreign bodies were left behind in the lungs. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the initial MDR. Corrected field: d9. Updated fields: d4, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. On evaluation, the biopsy valve was broken, and a broken piece of the biopsy valve had fallen off. The shape of the detached rubber fragment matches that of the damaged portion of the biopsy valve; thus, it can be concluded that the detached rubber fragment is part of the biopsy valve. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a portion of the biopsy valve dislodged into the patient's body due to damage of the biopsy valve. Therefore, the event was caused by component failure of the biopsy valve. However, the root cause of the damage to the biopsy valve could not be identified. Based on the reproducibility confirmation results, inserting and withdrawing the syringe at an angle may have applied stress to the biopsy valve, potentially causing its damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.